Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted because it reached elective replacement indicator (eri). No allegations exist against this device during its service life. Initial testing at guidant's reliability assurance laboratory found that the device did not meet expectations with respect for longevity.